Event description:
It was reported that pump display had pixel issue that affected ability to read and interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternative method of insulin therapy.